Manufacturer narrative:
H10 - one used list # ch2000s-c, spinning spiros® closed male luer, red cap; lot # unknown and one partially full bd 10ml 09% sodium chloride syringe was received for evaluation. The ch2000s-c spinning spiros and mating devices were pressure leak tested. Leaks were found at the o-ring of the ch2000s-c spinning spiros connected to a 10ml bd luer lock syringe. The leakage of the ch2000s-c spinning spiros connected to a 10ml bd luer lock syringe was identified as originating at the interface between the o-ring post to poppet interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. Additional information can be found in section g1.

Manufacturer narrative:
The device has been returned for evaluation. Evaluation is pending. The lot number of the device that was in use is unknown. The customer identified four possible lot numbers (plots). The possible lot numbers are 4713516 (expiry date 02/01/2025, MFR date 02/01/2020), 4549838 (expiry date 01/01/2025, MFR date 01/01/2020), 4405014 (expiry date 10/01/2024, MFR date 10/01/2019), and 4605457 (expiry date 01/01/2025, MFR date 02/01/2020).

Event description:
The event involved a spinning spiros® closed male luer, red cap where leaks have been observed at the unspecified alaris tubing or spiros connection during chemotherapy infusion. There was patient involvement, no adverse event, and no one was harmed as a result of the reported event. This reflects 4 of 4 events reported.